Event description:
The customer's parent reported via phone call that the insulin pump alarmed unexpected restart. The insulin pump's battery compartment was cracked. The insulin pump fell from the customer's waist. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm noted. Pump had cracked case at display window corners, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and stained address/serial number label.